Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 22 mmol/l at the time of incident. The customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer was treated with intravenous fluid. Customer was unable to complete carelink upload. Based on customer report customer does allege pump was under delivering. The device will not be returned for analysis.